Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the insulation of the right atrial (ra) lead was damaged and exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and pacing inhibition. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.